Event description:
The device was used during an arthroscopic micro-dissectomy. Reportedly, the scope visibility was not clear and the device leaked saline. The surgeon performed a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.